Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-02785-00 for details pertinent to this event.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown; no serial number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump leaked. There's no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.